Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test device was monitored and no unexpected device heating up during testing noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's front side was overheating. Customer stated they changed the battery several time, but the issue did not resolve. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.